Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing.

Event description:
The user facility reported a wound burn during a procedure. The surgeon used one suture to close and the next day the patient was doing fine.

Manufacturer narrative:
The product evaluation has been completed. One bl3170 stellaris handpiece, serial number (B)(6) was returned with a blue label affixed to the handpiece. It was not a bausch & lomb label. Visual inspection found the nose cone and transducer horn bent. The wires are twisted inside the cable jacket and the lemo connector casing was bent. A functional test was performed using a stellaris system. The handpiece tuned, primed, and functioned as intended. Additionally, the handpiece was ran at 100% power for one full minute without irrigation or aspiration hook-up. The handpiece did not get hot to the touch during testing. The needle and tubing were not returned with the handpiece. Therefore, the complaint evaluation technician was unable to perform inspection and testing of the needle or tubing. We were unable to determine the root cause, but contributing factor may be the bent lemo connector casing. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.